Event description:
It was reported by the representative that the device was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon observed that the clips were not fully closing during the use of the er320. A new one was opened to finish the case. There was no consequence to the pt.